Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of the detachment of arterial statlock extension leg hubs is confirmed, but the cause remains unknown. The devices returned were 5 arterial statlocks and 6 arterial statlock extension tubes, or components thereof. Due to the nature of the complaint, the 6 extension tubes will be considered the samples most directly related to the complaint. Two of the statlock devices had the hex lock hubs of extension tubes engaged inside them, and three extension tubes, without hex lock hubs, were loose in the package. Two of these loose extension legs were missing the slide clamp, and one slide clamp was loose in the package. Two of the samples were unopened, in their packages. In the case of extension leg sample 1, the inner tubing pulled easily out of the sleeve, still contained within the hex lock hub. In samples 2-4, the sleeve had been retained with the smaller diameter tubing and the bond had broken between the sleeve and the hub. Varying degrees of evidence of a solvent bond were found within the bonding areas at the tips of the four sets of tubing which had detached from their respective hubs, as well as in the three detached hubs returned. It is apparent, however, that solvent bonds were made. The hex lock hubs of the two devices returned unopened (samples 5 and 6) did not pull away even when significant stress was applied. In addition, in no case were the female luer hubs apparently susceptible to detachment. Visual observation of the returned photograph found what appeared to be one arterial statlock extension leg, with the hex lock hub detached from the tubing. The tubing had red residue on and/or in it, as did both the female luer hub (at the proximal tip) and the hex lock hub. This sample is reported to be discarded. This complaint is confirmed for 5 samples, but the cause remains unknown, since the source of the compromised bonds noted in several of the returned devices cannot be determined. It is evident that each experienced solvent bonding, but the quality of each bond when it was made is not certain. It is possible that incompatible chemicals and tensile and/or other stresses may have contributed to the weakening and final failure of these bonds. Those devices found within unopened pouches were not affected, showing that not all devices within the lot share the problem; this suggests the possibility of an unknown use-related factor. The following IFU statements may be helpful: ¿warnings and precautions: avoid the statlock® stabilization device contact with alcohol or acetone, both can weaken bonding of components and the statlock® stabilization device pad adherence. Minimize catheter/tube manipulation during the statlock® stabilization device application and removal.¿ these devices will be forwarded to the manufacturing facility for further evaluation.

Event description:
It was reported that the statlock (hub detachment) came apart as the healthcare professional was about to remove the device from the patient. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. An initial medwatch was submitted by sister facility bard medical division on march 17, 2017, reference medwatch report number 1018233-2017-01187. Upon further review it was noted that the product in question is registered by bard access systems. Therefore, a supplemental medwatch (report number 1018233-2017-01187) was submitted to FDA on april 07, 2017 indicating that bard access systems will submit a medwatch for the product in question. This medwatch is now being submitted by the correct FDA registered facility. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of juzif058 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the statlock (hub detachment) came apart as the healthcare professional was about to remove the device from the patient. No patient injury was reported.